Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The following errors were evidenced in the event history log: travel course reverse, and check clutch/plunger lever error. These errors were not reproduced during functional testing. The customer reported product problem was confirmed based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The clutch halves, leadscrew and spring were replaced to address the product fault.

Event description:
It was reported that the medfusion pump produced the following errors/alarms: travel coarse error, and check clutch/plunger lever alarm. No patient injury or complications were reported in relation to this event.